Event description:
The pt inquired about the power pack recall. He was advised that the power packs had been corrected and to dispose of all recalled power packs. He then stated that perhaps the power packs were the cause of unexplained high and low blood glucose readings. He was not able to provide further info regarding the event dates. He stated his blood glucose readings ranged from 50-300 mg/dl. The pt stated that he has continued to use the recalled power packs and his blood glucose is now under control. He stated he is working closely with his physician and his basal rates have been adjusted. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.